Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that for 'a few months,' when the patient went to get a bolus, the handset 'goes to 90% and it takes 3-4 minutes' to finish connecting through to get the bolus. The patient stated, 'it used to be instantaneous, almost within a few seconds, but now, it's taken forever.' The patient stated they try to move the communicator around on the pump, but that didn't make any difference. The patient stated this made them so frustrated and referenced this affecting their ability to use/request boluses when they'd like to. The manufacturer's patient services specialist (pss) assisted the patient in connecting to their pump and clearing their data. Prior to data clear, patient's data was 5.66 mb. The patient was then able to request/receive bolus on call well without issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software d10/h11 corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.